Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided dxtend stand pe cup d42 +9mm (product code 130742209, lot number 5245082) found an additional report and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (5245082). A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update (B)(4) 2017 -- x-ray images received review of the provided x-ray images confirmed the reported dislocation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.